Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on 10/11/05 and alleged that her meter was set to the wrong unit of measurement. The medical affairs specialist (mas) mailded a letter on october 12, 2005, since the patient could not be reached for further clarification. The patient was unable to report the results that she had obtained on her meter, however, the meter was reading in mmol/l, where the patient would normally expect results in mg/dl. One day, date unspecified, the patient was seen by emergency services. Her blood glucose was tested and the result was 80 mg/dl. The patient reported receiving intravenous treatment, however, the reason for the treatment is not known. It would have been helpful to know if the patient had any symptoms at the time of concern. The patient did have something to eat/drink prior to receiving any treatment. She reported that her meter was previously set correctly and that she had not made any changes to the unit of measurement. A replacement meter has been sent.